Event description:
It was reported that the patient underwent a total hip arthroplasty and was being monitored for metal corrosion. Patient¿s cobalt level rose from 2.8 to 3.5. A revision surgery was performed, and the head was replaced. A new liner was implanted as it was damaged upon removal. The patient experienced cognitive and neurological related issues due to the metal ions, however, the cobalt levels declined after left hip revision and were 2.8 prior to right him total hip arthroplasty. There is noted corrosion at neck/taper junction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, b5, g3, g6, h2, h6.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised eighteen (18) years post implantation due to tribocorrosion, elevated metal ions, and altr. During the revision noted synovitis and moderate corrosion. The liner and head were exchanged without complications. The shell and stem remained implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures of the stem identified foreign dark debris on the trunnion of the stem. The device is covered in bio debris as the picture is of the device within the joint. Surrounding tissues also appear dark. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided for the stem. Complaint history review cannot be performed without product identification for the stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device and provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Proposed component code: mechanical (g04)- stem. Complaint history review cannot be performed without product identification for the stem. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision was performed due to elevated metal ions. During the revision, altr and corrosion were diagnosed. Synovitis was also noted and debrided. The head and liner were explanted and replaced. Root cause unchanged. This complaint was confirmed based on the returned device, provided pictures, and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). 00801803201 femoral head sterile product do not resterilize 12/14 taper 60291542; 00630505032 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells 60276497. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01921. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty and was being monitored for metal corrosion. Patient¿s cobalt level rose from 2.8 to 3.5. A revision surgery was performed and the head was replaced. A new liner was implanted as it was damaged upon removal. It was reported that no further information is available.